Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that system did not boot up. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system won't boot up successfully. Review of the log files confirmed the malfunction with the flexvision pc. The fse checked the system and found that the system was stuck at 00:00. The customer booted the system atleast 2 times for it to start. A similar issue occurred previously where the hard disk was replaced. The hard disk was not accessible in the current event as per the message displayed on the flexvision monitor. The fse rebooted the system multiple times and the flexvision pc started. The cause of the issue was a faulty flexvision pc. The failure analysis confirmed the malfunction with the flexvision pc and the cause of the failure was failed line memory check. So, the fse replaced the flexvision pc with the original hdd which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.